Event description:
The customer reported receiving a box of reagents and when it was opened, customer found a bottle of wbc lyse reagent that was leaking. The wbc lyse reagent is used in association with the act 5diff al hematology analyzer. The customer was wearing a lab coat when opening the box. Since she felt something wet inside the box, she washed her hands and then she put on gloves. The customer checked the bottle cap and claimed there was a little bit of play/wiggle on the cap. The customer had skin contact with the reagent but did not seek medical attention in association with this event. Based on the available information, there was no exposure to mucous membranes or to open skin lesions.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. Field service was not dispatched for this event. Based upon available information the root cause is unknown.